Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high pacing thresholds and high out of range pacing impedances of greater than 2000 ohms in the right ventricle (rv). Initially it was suspected this right ventricular (rv) lead was fractured, but this was not confirmed. Technical services discussed other possible causes for the increase in impedances and threshold measurements. Additional information was received that this rv lead was tested with the pacing system analyzer (psa) during the explant procedure, and the pacing impedances were still high out of range (2100 ohms). This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.